Event description:
A malfunction of the pump was reported by the distributor, rubin medical ab, in sweden on september 26, 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support planned to replace the malfunctioning pump, and the customer agreed to use multiple daily injections as a backup therapy to maintain insulin delivery. Technical support provided instructions for the customer to put the pump into storage mode before returning it, and the customer understood and acknowledged these instructions.